Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the gui to bd cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Covidien has attempted to contact the customer in regards to event. No customer response. Covidien will notify the FDA should further information becomes available.